Manufacturer narrative:
B5: additional information received: it was clarified that the previously reported term "collection in the navion graft" was referring to the valiant navion fca. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A valiant navion stent graft was implanted during the endovascular treatment of a 74mm thoracic aortic aneurysm on (B)(6) 2020. The valiant navion was implanted proximally followed by the addition of a non-mdt 3632-200 stent graft. It was reported on (B)(6) 2024 follow up CT identified a type ia endoleak and collection in the navion graft. Intervention was completed on (B)(6) 2022, during which a non-mdt tag was implanted 45mm-100mm proximally and 37mm-150mm at the junction of the navion and non mdt stent grafts. Per the physician the cause of the type ia endoleak is undetermined.  No additional clinical sequalae were provided and the patient will be monitored.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5; additional information received: core lab review of CT imaging from the same date (3.5 years post the index procedure) was not assessable for endoleak and aortic enlargement, not evaluable for fracture, no stent ring migration or stent ring enlargement was observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.